Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a damage in the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and found that inpen's cartridge holder was broken, difficult to replace cartridge. The customer also reported additional resistance experienced when turning dose knob/dial greater than 4 units. No harm requiring medical intervention was reported. Mmt-105elblna was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of travel. Unit passed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed/failed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.35 ozf-in). Inpen passed front cap investigation. In conclusion: inpen received working as designed. No mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of difficult to dial/dose could not be confirmed. Inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. Therefore, the customer complaint of cartridge holder being lost was undetermined due to inpen being returned without cartridge holder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.